Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate hv therapy due to noise. It is suspected that the patient was exposed to electrocautery. Device was explanted and replaced. Patient was stable both after the event and post-procedure.